Event description:
It was reported via repair work order that the scale reading was inaccurate due to malfunction scale control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.